Manufacturer narrative:
(B)(4). . Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It is likely that the shaft became damaged/kinked as a result of the reported repeated attempts to advance/cross the lesion, which subsequently contributed to the shaft separation. Also, it should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity and heavy calcification. The xience prime 2.5 x 33 mm stent was attempted to cross the lesion with direct stenting, however, it failed to cross. Repeated attempts were made to cross the lesion, during which, the proximal shaft of the stent delivery system (sds) separated. A different stent was used to treat the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all relevant information.